Event description:
New information received stated that prior to the patient's fall, the device and leads also exhibited undersensing. It was then noted that right ventricular lead impedance continued to increase slowly. On (B)(6), 2020, the right ventricular lead was capped and replaced without any complications. The patient's condition remained stable after the procedure.

Manufacturer narrative:
Additional information: b5 and h6 device code.

Manufacturer narrative:
Correction: h6 device code: the implantable cardioverter defibrillator system did not exhibit episodes of undersensing. The previous report should have stated that there were noise oversensing episodes prior to the patient's fall.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope, fell, and broke his hip and presented to the emergency room. Upon examination, it was found that the implantable cardioverter defibrillator had noise oversensing on all three lead channels that resulted in pacing inhibition. It was suspected that the oversensing may have been caused by electromagnetic interference (emi). The patient was asked if he was exposed to any possible electromagnetic interference at home. However, he could not recall being near any possible source of electrical equipment or power source. The device therapy was then turned off and was programmed to pace in the ventricle only in preparation for his hip repair surgery. Subsequently, the patient had a successful hip repair surgery and the device therapy was turned on again. It was also noted that the right ventricular lead impedance had slowly been rising over the years. No other intervention was performed at this time. It was reported that the patient remained in stable condition while recovering at the hospital. Related manufacturer reference number: 2017865-2020-14036, 2017865-2020-14037, 2017865-2020-14038.